Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) fiber optic connector ws broken internally. The blue fiber optic connector had been broken inside the fo connection port. There was no patient involvement.

Manufacturer narrative:
Event site contact person details: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the fiber optic extension assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received the part with a reported unit failure. The fat performed a visual inspection and found the part to have a damaged cable and fiber optic port. Confirmed the reported failure but no root cause identified. Retained the parts in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.